Event description:
Pt presented with a reverse funnel proximal neck measuring 18-23mm over 20-30mm of length. Access and deployment of a 25-16-140bl bifurcated device was uneventful. There was a proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure.